Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the day after the implant of the implantable cardiac monitor, there were several false asystole episodes. There was loss of contact with the electrode and undersensing of the r- wave. The device remains in use. No patient complications have been reported as a result of this event.